Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera device had poor connection. The issue occurred during setup. There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field(s): h2, h3, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation and since the phenomenon was not reproduced, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.